Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 12b03h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up information determined that the cause of this peritonitis event was use error, therefore, all further investigational activities will be addressed in MDR 1423500-2012-13345.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event.